Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found.

Event description:
It was reported that the device exhibited signs of increased pace/sense impedance and increased pacing threshold. An x-ray showed no signs of apparent lead dislodgement, fracture, or abnormal lead measurements. The physician elected to explant and replace the device. Measured values from the new device were within normal parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.